Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) in 2008. The lens was explanted the next day, due to inadequate vaulting. The reporter did not state if lens was exchanged.